Manufacturer narrative:
(B)(4).

Event description:
This is a spontaneous case report received from a consumer in (B)(6) on (B)(6) 2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for sterilization. The essure lot number used was c12705. Since the consumer had essure inserted she had a few problems. She suffered with a uti (urine tract infection) which lasted for several days after the procedure, intermittent vulvodynia, mittelschmerz every month, menorrhagia with excessive clotting, dysmenorrhea and polymenorrhea every month and she had a constant pain in her lower left abdomen. She was not sure if it was coincidence but her left foot and lower leg suffered with numbness and tingling which was not present before the procedure. She also had a fluttering sensation in her lower right abdomen for approximately one week after the procedure and pain and spotting during and after intercourse. The consumer stated that these symptoms cannot be attributed to hormonal changes as she had not used the contraceptive pill or other hormone-based contraceptive devices for over 14 years. Her physician advised that he would not look further into this until after the routine 3 month hsg (hysterosalpingogram). However, due to her concerns about an hsg aggravating her pain and bleeding she cancelled the x-ray appointment. Consumer was willing to have a normal x-ray to check if the inserts are in place and have not migrated, but when she rang to cancel her appointment she was told that she would be discharged from clinic and the reason would be recorded as "no further treatment required". Consumer stated that she filed her report with the health authority as she was certain that these problems were a direct result of the essure procedure. She would like to make it clear that she did not regret being sterilized at all, just the method used. No further information was provided. Follow-up information was received on (B)(6) 2014: this case is now a potential legal case. Follow up information received on (B)(6) 2014 from consumer and on (B)(6) 2014 from heath authority: consumer provided date of birth, at time of the report she was (B)(6) years old. Health authority report received from (B)(4) and the reference number was (B)(4). Consumer stated that minor injury occurred. She reported she had severe uti for several days after the procedure and heavy, dragging pains in lower abdomen. Since having the procedure she have experienced pain and bleeding during ovulation, her periods have gone from 3 or 4 days to 7 or 8 days and were incredibly painful, heavy and she was losing clots some of which have been the size of my palm. Her libido has decreased dramatically and when she had sex she experienced spotting and pain for the next couple of days - this sometimes starts during sex and she had to stop. She also stated she has been tired a lot of the time even after a good night's sleep, had experienced more migraines than she used to have and feel generally run down with aches and pains in hips and legs. According to her, she did not know if the devices were in place or have migrated. The health authority view this as an incident report; therefore, the case was upgraded. Ptc investigation result received on (B)(4) 2014. Ptc global number (B)(6). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due a request for confirmation of quality. The ae case refers also to treatment noncompliance. The reported adverse events considered related are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to batch no. (B)(4) . No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information from (B)(6) 2014: no response from consumer regarding written/signed consent, unable to follow-up with healthcare professional without this written/signed consent. Case closed. Follow up information received on (B)(6) 2014: consumer no longer willing to provide consent to contact relevant hcps, no further information is now expected case has been closed. The list of similar cases contains essure reports received by bayer with similar events coded in (B)(4). In this particular case a search in the database was performed on 12-dec-2014 for the following (B)(4) preferred terms: (B)(4) pt: dysmenorrhoea: the analysis in the global safety database revealed 45 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced uti and periods incredibly painful/ dysmenorrhea. Uti, interpreted as urinary tract infection and periods incredibly painful/ dysmenorrhea are serious due to medical importance. According to essure´s reference safety information uti is unlisted and dysmenorrhea is listed. Uti are common in females. Most often, they are caused by enteric coliform bacteria (eg, escherichia coli) that inhabit the periurethral vaginal introitus and ascend into the bladder via the urethra. Considering event's infectious nature and localized action of essure in fallopian tubes, this event is considered unrelated to suspected device. Menses pattern changes and dysmenorrhea may occur with essure therapy. Considering positive temporal relationship and lack of plausible alternative explanation, event was considered related to essure. Although neither hospitalization nor surgical intervention related to essure was reported, this case is regarded as incident, in line with health authority´s assessment. Other non-serious events were reported. Product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("periods incredibly painful/dysmenorrhea") and urinary tract infection ("uti") in a (B)(6) female patient who had essure (batch no. C12705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine. Previously administered products included for an unreported indication: contraceptive pill. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced urinary tract infection (seriousness criterion medically significant), vulvovaginal pain ("intermittent vulvodynia"), abdominal pain lower ("constant pain in lower left abdomen and dragging pains in lower abdomen"), hypoaesthesia ("left foot and lower leg numbness/numbness in her left leg and foot"), paraesthesia ("left foot and lower leg tingling / tingling in her left leg and foot"), dyspareunia ("pain during and after intercourse"), coital bleeding ("spotting during and after intercourse"), investigation noncompliance ("consumer cancelled the x-ray (hsg) appointment"), libido decreased ("libido decreased / her libido has decreased dramatically"), fatigue ("tired / has been tired a lot of the time even after a good night's sleep"), migraine ("more migraines than she used to have"), arthralgia ("aches and pains in hips and legs") and pain in extremity ("aches and pains in hips and legs"). In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), ovulation pain ("mittelschmerz (mid-cycle ovulation pain)/pain during ovulation"), menorrhagia ("menorrhagia with excessive clotting / heavy and was losing clots some of which have been the size of my palm / her periods have gone from 3 or 4 days to 7 or 8 days"), polymenorrhoea ("polymenorrhea") and abdominal discomfort ("fluttering sensation lower right abdomen"). On an unknown date, the patient experienced osteoarthritis ("diagnosed with osteoarthritis"). The patient was treated with surgery (bilateral salpingectomy performed in (B)(6) 2015.). Essure was removed in (B)(6) 2015. In 2014, the urinary tract infection had resolved. In (B)(6) 2014, the abdominal discomfort had resolved. At the time of the report, the dysmenorrhoea, vulvovaginal pain, ovulation pain, menorrhagia, polymenorrhoea, abdominal pain lower, dyspareunia, coital bleeding, investigation noncompliance, libido decreased, fatigue, migraine, arthralgia and pain in extremity had resolved, the hypoaesthesia and paraesthesia had not resolved and the osteoarthritis outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, arthralgia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, hypoaesthesia, libido decreased, menorrhagia, migraine, ovulation pain, pain in extremity, paraesthesia, polymenorrhoea, urinary tract infection and vulvovaginal pain to be related to essure. The reporter provided no causality assessment for investigation noncompliance and osteoarthritis with essure. The reporter commented: consumer stated that these symptoms cannot be attributed to hormonal changes as she had not used the contraceptive pill or other hormone-based contraceptive devices for over 14 years. She would like to make it clear that she did not regret being sterilized at all, just the method used. Her surgeon still refused to believe her symptoms were down to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: dysmenorrhoea. The analysis in the global safety database revealed 116 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. This ptc was initiated due a request for confirmation of quality. The ae case refers also to treatment noncompliance. The reported adverse events considered related are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to batch no. C12705 . No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure removal date and outcome of events were provided, and the event "osteoarthritis" was added. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.